Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that when the unit was powered up, one vertical line of pixels showed on the left side of the display. The rest of the display remained blank. Unit was disassembled and it was observed that the main pcb had corrosion on several points, including the display connector and display flex cable. Main pcb and display were removed. It was determined that the unit was beyond repair. Disposition was requested. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found the unit had one vertical line of pixels on the left side of the display and the rest of the display was blank.